Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), was not fu nctioning. The patient was unable to charge or connect to the device and observed a 'reposition antenna' screen and an 'end of service (eos)' message, indicating suspected battery depletion. There were also possible issues with the external equipment related to the neurostimulator. The patient had been experiencing these issues for an extended period and had difficulty contacting their neurologist for assistance. The patient had their manual available and confirmed the messages seen on the device. The agent reviewed eos considerations with the patient and provided information on how to contact healthcare providers, including emailing a list of physicians as requested by the patient. No patient complications have been reported as a result of this event.